Event description:
It was reported that during a catheter implant procedure, the patient experienced severe pain. The hcp was concerned that the patient may have suffered some type of spinal hematoma during the needle placement, or that nerve inflammation or irritation had occurred. The needle was removed and the procedure was aborted. The patient was observed in the recovery room and subsequently transferred to the intensive care unit. It was later reported that the patient was doing better; the pain was resolving. The hcp believed that a nerve root was irritated during the attempted implant.

Manufacturer narrative:
Results code: used for the catheter.